Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of frayed pitch cable to be related to the customer reported complaint. The instrument was found to have a frayed pitch cable at the distal end. Additional observation not reported by site that is not related to the customer reported complaint: the instrument was found to have the plastic proximal clevis broken. The broken piece is missing as a result of breakage. The size of missing piece is approximately 0.06 x 0.04. The root cause of broken instrument proximal clevis is typically attributed to mishandling/misuse, such as excess force applied to the distal end of the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook was observed to have a frayed cable. The procedure was completed with no reported injury.